Manufacturer narrative:
The evaluation of the event is ongoing. A field service engineer went onsite and was unable to find the symptom reported and suggested the connection between the loop and cable should be checked before use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical unit had an e006 error. The issue was found during the transurethral resection procedure that was completed with a similar device. There were no reports of patient harm.